Event description:
Customer reported blood glucose results of 208 mg/dl on the advantage system and 84 mg/dl on a professional system within 10 minutes. Customer reported low blood glucose symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system. Replacement was sent.